Event description:
Failure to heal surgical incision line left upper abdomen was reported. It was noted as "open incision site" at pump pocket. Drugs delivered were fentanyl and bupivicaine. Surgical revision of the pump pocket with debridement was done on (B)(6) 2011. Event outcome was reported as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported there was evidence of tissue rejection of the pain pump. Examination/palpation results: open wound in incision site on (B)(6) 2011.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
The following information was previously reported under manufacturer's report # 3007566237-2012-02076: it was reported the incision wound was open and had drainage. A surgical revision of the pump pocket was on (B)(6) 2011. Severity was moderate. Outcome was resolved without sequelae. The pump was delivering sufenta. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information reported that the patient's pump had broken through the skin. The pump had worked well to treat the patient's high level of pain. The pump contained fentanyl at a concentration of 1,800.0 mcg/ml and a dosage of 950.5 mcg/day, and bupivacaine at a concentration of 24.0 mg/ml and a dosage of 12.673 mg/day (simple continuous). The pump was, subsequently, explanted. The catheter was left implanted. The patient was "healed," at the time of this report, and awaiting the scheduling of the implantation of a new custom silicone-coated pump. A follow-up report will be filed if additional information becomes available.